Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable oval snare was used during a procedure performed on (B)(6) 2012. According to the complainant, as the device was on the table, the active cord detached from the snare by itself. When the device was examined, it was noted that the cautery pin was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.